Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/05/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed global transmitter functional test and pass. The reported event of a loss of connection was not confirmed. The patient's complaint was not confirmed because the device passed the functional test.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.